Event description:
Additional information indicates that this patient underwent electrophysiology study and no inducible ventricular arrhythmias were found. A 1.1 joule commanded shock was conducted with normal shocking impedances as well as a repeated shock on the induction defibrillation thresholds (dft) test to evaluate. Normal device function observed in the presence of a ventricular arrhythmia and the test was successful with conversion of the arrhythmia and normal shock impedances. The patient had no further reprogramming done and all examination performed under fluoroscopy appeared normal. The physician concluded there was no further evaluation deemed necessary and the patient will continue to be monitored by latitude and also for intermittent in office checks.

Event description:
Boston scientific crm received information that a red alert for high shocking lead impedances was detected on the latitude monitoring system for this cardiac resynchronization therapy defibrillator (crt-d). The patient had undergone a pocket revision and the leads were taken out and placed back in the header. There were sporadic atrial pacing lead impedances greater than 3000 ohms. Upon multiple disconnects and reconnects, normal impedance measurements were observed; however, the right atrial electrogram went flat and there were atrial paces seen on real-time. The right atrial (ra) lead checked out fine on the pacing system analyzer and the right ventricular and shocking leads were normal. The patient had chronic atrial fibrillation therefore the physician elected to turn off the atrial lead and program the device to non-tracking mode. No adverse patient effects were reported. Subsequent information indicates that this system continues to exhibit high out of range shocking impedance measurements. It was reported that the patient was to undergo defibrillation threshold (dft) testing; however, the patient had received shock therapy therefore was being evaluated in the emergency room. The cause of the shocks at this time are unknown.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information was received indicating this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.